Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"During surgery of the replacement of descending thoracic aorta, it was difficult to insert the cannula. The device was used for the femoral cannulation. Replaced with another cannula to continue the procedure. There was no problem with the size used. No adverse effects on the patient. Occurred during patient use". (B)(4).

Manufacturer narrative:
Maquet medical systems, USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption#: e2018002. Importer- (B)(4). Contact person: (B)(6). The sample has not been returned to maquet for investigation in our laboratory. The device was disposed at the hospital. There was no more detailed information and no pictures about the complaint and the sample was not returned to us for investigation. The provided information with the complaint wasn¿t enough to determine the exact root cause. Device history record was reviewed. There were no references found, which are indicating a nonconformance of the product in question. A sap trend search was performed (material: 70104.7283, failure code: 1012 fitting problems) which came to following results:no additional complaint was recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,06%, which is below 1%. Due to this information no systemic issue could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. The failure could not be confirmed.

Event description:
Ref#: (B)(4).